Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer reported using cartridge for 5-6 days. Tandem technical support informed the customer that this is off label per the user guide. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 114 mg/dl.